Event description:
Covidien received information stating that during setup, the ventilator displayed a &#39;con proc failed&#39; device alert. There was no patient involvement.

Manufacturer narrative:
The distributor installed a properly functioning main printed circuit board (pcb) board from another ventilator into the faulty ventilator. The referenced ventilator was then found to operate as it was intended. No additional information was obtained by the manufacturer. (B)(4).